Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device delivered inappropriate antitachycardia pacing therapy during a rhythm that was af with rapid ventricular response. Undersensing was also noted. Programming change was made. Patient is fine.